Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error 35 alarm noted in the pump history. Misaligned force sensor cable and intermittent connection noted. The force sensor offset measured within spec range during testing. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. Customer stated that she worked in the radiology department, and she was exposed to the room next to a magnetic resonance imaging machine last week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.